Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 810:11. The root cause could not be determined and no repairs were performed, as this is a baxter owned device. Review of the device event history determined that the reported condition of occurred on (B)(6), 2010 and not the customer reported occurrence date of (B)(6), 2010. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced prior to this event. A device history review has been performed and there were no exceptions related to the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. It is unknown when this condition occurred. Device evaluation confirmed the reported condition, which interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.